Manufacturer narrative:
Additional devices for this complaints: (B)(4) - MFR. Date: 08/31/2015 - exp. Date: 08/31/2017. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Coagulopathies may be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to patient's past medical history, anticoagulation therapy, and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload device remains implanted.

Event description:
A report was received that the bivad patient presented to the hospital on (B)(6) 2016 with epistaxis. The ear, nose, throat (ent) consult assessed the patient and inserted rapid rhino, a unilateral epistaxis device, into the left nostril and advised to leave in for forty-eight hours. International normalized ratio (inr) level was elevated. The patient vomited secondary to swallowing blood and fainted at the sight of the vomit. There was report of low flows. The patient was transfused with two units of packed red blood cells (prbcs) due to slight drop in hemoglobin. The patient was transferred to another facility for further management. Aspirin was stopped. The rapid rhino device was deflated on (B)(6) 2016 and removed on (B)(6) 2016. A small amount of bleeding was observed which required cauterization. No further bleeding was noted. The new inr goal was determined to be 2-2.5. The patient was discharged home on (B)(6) 2016. The decision was made to keep the patient off of anticoagulation at this time. The patient has been stable since discharge. No further information was provided.